Manufacturer narrative:
Reported device marketed in the u.s., only for veterinary use, however, similar device or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample, picture or more information about the incorrect product found inside the box, only that is a suture of usp 3/0 size. Without additional information, a proper investigation cannot be performed. Reviewed the batch manufacturing record, there are no incidences reported regarding this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monomend mt suture. The client (veterinary) reported that although the involved box was labelled as a 2/0 suture, it contained a 3/0 suture. Further information has not been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received 1 open box labelled as monomend mt 2/0 36"(90cm) ds24 (m)vpl rcp; 100523567 and batch 121271 that contains 6 unopened pouches of the reference (B)(4)(monomend mt 3/0 36"(90cm) ds24 (m)vpl rcp) and batch 121272. After investigation, it has been determined that this mix-up probably took place in production area when conditioning the product, as both manufacturing orders were packaged the same day. We assume a human error in the packaging process and some units of the code 100523566 were packed in some boxes of the code 100523567. Remarks: an internal communication to all involved personnel has been done about this incidence. Reviewed the batch manufacturing record, there are no incidences reported regarding this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.